Manufacturer narrative:
H6: c19: procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The vsx device was returned for evaluation. The outer zipper of the device as returned was partially deployed with the endoprosthesis still constrained on the delivery system. Damage (catheter kinks, endoprosthesis compressed and shifted distally, outwardly bent struts at proximal end of endoprosthesis, exposed apex at distal end of endoprosthesis) consistent with interactions occurring during advancement and withdrawal of the vsx device was observed. Deployment of the vsx device was not able to continue when pulling the deployment line during evaluation of the retrieved device. The inability to deploy the returned vsx device during evaluation may have been impacted by the observed damages or the presence of dried fluid on the device. The root cause of the deployment failure with stuck deployment line during the procedure as reported could not be established.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 8mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left common iliac artery pseudoaneurysm. The viabahn device was advanced from femoral artery to target lesion via 8fr sheath. When the physician pulled out about 5cm deployment line, a big force was felt. After multiple attempts, the viabahn device couldn't be deployed. Therefore, it was retrieved with sheath. After removal, it was observed that the deployment line unravel. It couldn't be deployed when testing outside the patient. Another vbx device was utilized to complete the procedure. The patient tolerated the procedure.